Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remains in use supporting the patient. No further related events have been reported. A correlation between the reported driveline infection and the device could not be conclusively determined. The instructions for use lists driveline infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to a driveline infection. Tan colored discharge was noted from the driveline site that was (B)(6) for (B)(6). Blood cultures have been (B)(6) to date. A drain was placed, and the patient is on IV vancomycin and cefepime.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a transplant on (B)(6) 2015. The patient's transplant was reported to be device/therapy related.